Event description:
Reportable based upon analysis completed on (B)(6) 2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. Vascular access site was radial. The 95% stenosed lesion being treated was located in the severely tortuous and severely calcified middle left anterior (lad) descending artery. During insertion the physician encountered significant resistance. The procedure was completed using a plain old balloon angioplasty. There were no pt complications reported. The pt condition was listed as "good". However, the returned product analysis of the 2.75x20mm taxus liberte stent revealed stent damage.

Manufacturer narrative:
(B)(6). A visual and microscopic examination identified distal stent damage. The struts on rows 1 and 2 from the distal edge was raised distally. The balloon and tip sections of the device were visually and microscopically examined an no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).